Manufacturer narrative:
Thermogard ivtm system (serial #(B)(4)) was evaluated at customer site. The reported complaint of leaking glycol coolant fluid on the thermogard ivtm system (serial #(B)(4)) was confirmed during visual inspection. The root cause of the reported complaint was due to a broken seal on the drain coupler, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in march 2008 and is nearly 13 years old, well past beyond its service life of 5 years. There was no other physical damage observed on the thermogard console. During initial functional testing, thermogard functions properly without any fault or error, however; it leaks glycol fluid. To remedy the reported complaint, the drain coupler was replaced. After service completion, the thermogard ivtm system was tested and passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard ivtm system (serial #(B)(4)) was leaking coolant fluid. No patient involvement.